Event description:
Four years and two months after the index procedure, the patient was admitted to the hospital for CABG surgery. The indicated vessels for the surgery were the left internal artery to the lad, saphenous vein graft from aorta to rca, saphenous vein graft fro aorta to marginal branch to circumflex and saphenous vein graft from aorta to ramus intermediate branch. Approximately one hour after the CABG surgery, the patient had cardiogenic shock. Various resuscitation procedures were performed however, they were not successful. The patient died the same day.